Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, while on fixation of mesh, the device fired correctly for several applications but then fired two tacks at one time connected together. Surgeon attempted to get them a part but made the decision to leave them because it was already fixated in mesh and tissue and felt like it would do more damage to continue trying to remove the tacks. There's no patient injury.